Event description:
Related manufacturer reference number: 2017865-2023-72843. It was reported that the patient presented in clinic for follow up. Upon review, the right atrial and right ventricular leads exhibited decreased sensing since implant. No intervention was performed, and the patient will further be monitored. The patient condition was stable.